Event description:
Reportedly, during the implantation of an alizea pacemaker, the microport engineer didn't succeed in interrogating the device. She was using the programmer and the telemetry head cpr3h from the center. She tried to start again the programmer, to use the p1+p2 switch-off. She changed the telemetry head but the issue was the same. In the end she used a second programmer + second telemetry head and she was able to interrogate the alizea and it was implanted. She left this system prog + head in the center. At the end of the implantation, she used again the first programmer and the first programming head cpr3h. It didn't work, same issue: picture a and at the time she disconnected the telemetry head cpr3h from the programmer when the device was still in search/interrogation, the smartview opens and displayed a message she never saw: picture b. She did the interrogation again and she was able to interrogate the device.

Manufacturer narrative:
The provided data could show evidence of interrogation of an alizea device nor pop-up messages that could have been displayed on the left corner of the screen. The connection of the telemetry header to the programmer needs to be checked carefully and in the event of the use of a telemetry header cpr3h, please ensure that the dongle connecting the telemetry header to the programmer works properly. No general malfunction is suspected on the programmer smarttouch tablet. This case is retained and utilized for trend purposes.

Event description:
Reportedly, during the implantation of an alizea pacemaker, the microport engineer didn't succeed in interrogating the device. She was using the programmer and the telemetry head cpr3h from the center. She tried to start again the programmer, to use the p1+p2 switch-off. She changed the telemetry head but the issue was the same. In the end she used a second programmer + second telemetry head and she was able to interrogate the alizea and it was implanted. She left this system prog + head in the center. At the end of the implantation, she used again the first programmer and the first programming head cpr3h. It didn't work, same issue: picture a and at the time she disconnected the telemetry head cpr3h from the programmer when the device was still in search/interrogation, the smartview opens and displayed a message she never saw: picture b. She did the interrogation again and she was able to interrogate the device. She took the programmer and telemetry head 1 and will send the files. She keeps the programmer with her because she only have this programmer.